Manufacturer narrative:
Date of event: date is an estimate. The UDI is unknown because the part number and lot number were not provided. Date of implant: date is estimated. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of thrombosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that there was in-stent thrombosis noted with the xience sierra in an unspecified location. It was confirmed that there was no patient sequela. It is unknown how the thrombosis was treated. No additional information was provided.